Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation/deflation difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the circumflex artery (cx) with heavy tortuosity and moderate calcification. The lesion was pre-dilated successfully with the 2.0 x 20 mm mini trek balloon. However, inflation of the balloon was reported to be slightly slow. During deflation of the balloon, it could not be completely deflated. The partially inflated balloon was retracted from the anatomy without resistance. Outside the anatomy, it was noted that the hypotube was noted to be kinked. The procedure was completed by implanting an unspecified stent. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.